Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent or kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod's user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and it advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."

Event description:
The customer reported on (B)(6) 2013 she activated a new device. Her blood glucose (with the cgm) and carbohydrate intake is as follows: see scanned table. She did a 3 mile walk at 12:00 pm and another 20 minutes walk at 9:00 pm. Throughout the day she gave multiple boluses totaling to 21.65 units of insulin (no time reported). Upon deactivation she noticed the cannula was bent and kink backward at a 360 degree angle and it was almost lying parallel to the pod itself.